Event description:
While performing a sleeve gastrectomy, surgeon was attempting to resect/staple a portion of the fundus when the stapler load failed to deploy completely. The faulty, partially fired load was removed from the surgical field and sequestered for bio-med analysis. The faulty load was replaced and the procedure was continued.